Manufacturer narrative:
(B)(4). On feb 5 2019, it was informed to us that on (B)(6) 2018, there was a functional defect of the skin graft mesher ref00-7701-000-00 sn (B)(4) problem: the screws of the rackeniak (key ratchet) withdraw all alone. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the vdoc service portal. Medicrea has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the vdoc service portal. Medicrea has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the vdoc service portal. Product review of the skin graft mesher by medicrea on (B)(6) 2018 revealed that the roller gear teeth were badly damaged. The roller, roller gear, and ratchet gear were all faulty and needed replaced. The calibration was out of specifications and did not produce a passing sample graft. The gear, screw, and bottom roller all failed visual inspection. The 1.5:1 ratio cutter, serial number (B)(4), and the 1.5:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2018 which included replacement of the roller, roller gear, bearings, washers, and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the roller gear teeth were badly damaged. The roller, roller gear and ratchet gear were all faulty and required replacement. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the roller gear teeth were badly damaged. The roller, roller gear and ratchet gear were all faulty and required replacement. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery while mesh-grafting, filings from the expander roll fall on the surgical table, the racagnac system from the handle failed. Additional device was not used as they found immediately a solution (we tightened the screw with the back from a blade and we used the system without the racagnac and turned the handle at 360°). An additional skin graft was not taken. The same device was used to complete the surgery. There was no harm to patient. No adverse events were reported as a result of this malfunction.